Manufacturer narrative:
Date sent: 9/25/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy, when the trocar was introduced, the blade shield did not retract after it had gone through the abdominal wall. There was no pt consequence.